Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking back. The caller reported the hemostatic valve was not leaking when the ablation catheter was in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When the ablation catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve would begin leaking back again. The procedure continued with the issue persisting. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-mar-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking back. The caller reported the hemostatic valve was not leaking when the ablation catheter was in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. When the ablation catheter was removed from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve would begin leaking back again. The procedure continued with the issue persisting. Additional information received indicated the part that broke was the hemostatic valve which was dislodged inside the hub. The valve did not dislodge outside the hub and the brim cap/hub did not become detached from the sheath. The issue occurred while being used in the patient but air did not enter the body. Blood return was observed in a minimal volume. When ablation catheter was inserted, there was very little to no leakage.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref (B)(4).